Event description:
After completing the anastomosis procedure, a bubble test was performed and a leakage was discovered (at time 0). The surgeon re-performed the anastomosis with staples.

Manufacturer narrative:
This report is submitted on behalf of the MFR ((B)(4)) and the importer ((B)(4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Since the device is water-tight sealed and was found to meet its specification, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. The origin of a positive leak test is often the staples line which remains outside of the anastomosis ("dog ears"). Positive leak test enables immediate intraoperative repair of strengthening of the anastomosis or anastomotic area and thus reducing the chance of suture anastomotic leaks.